Manufacturer narrative:
Approximate age of device - 2 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient¿s lactate dehydrogenase (ldh) had risen up to 10,000 u/l and accompanied by hematuria, low hemoglobin, low hematocrit, proteinuria and elevated haptoglobin at 286 mg/dl. The log file was submitted for evaluation. The manufacturer¿s technical services representative reviewed the submitted log file and observed high flows with elevated powers throughout the log file. The patient was started on heparin. It was unclear if the hemolysis was solely pump related as the patient presented with decreased renal function. A ramp echocardiogram did not show signs of thrombus. On (B)(6) 2018, the patient underwent a pump exchange. No further information was provided.

Manufacturer narrative:
Patient identifier: (B)(6). Date of birth: (B)(6) 1953 updated. Approximate age of device: 1 month (updated) . Date received by manufacturer: 17aug2018. Follow-up type: correction and additional information. Corrected information: patient age: (B)(6). Device available for evaluation? Date returned to manufacturer updated: jul 23, 2018. Device evaluated by manufacturer: yes, updated. Selected both manufacturer narrative and corrected data. Evaluation of the returned pump, vad-20246, confirmed pump thrombus. Examination of the pump blood-contacting surfaces found a ring of tissue-like thrombus adhered to the rotor inlet section bearing ball. The tissue showed laminated layering, indicating that the ring formed over an undetermined period of time. The observed thrombus could have contributed to the reported hemolysis and pump power elevations. The evaluation could not conclusively determine the cause of the thrombus formation. The remainder of the pump¿s blood-contacting surfaces revealed no evidence of depositions or thrombus formations. The device was cleaned. Visual inspection of the pump bearings and bearing cups under a microscope found no anomalies related to wear or damage. Examination of the returned portion of the drive line found it to be unremarkable. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specifications. A direct relationship between the device and the reported bleeding could not be conclusively determined through this evaluation. The patient¿s post operation course was complicated by intense bleeding from jp, chest tube, and a massive left pleural effusion leading to multiple blood transfusions. The patient was on cvvhd with leukocytosis, thrombocytopenia, and increased lft and bilirubin due to jaundice. The patient was changed from unos status 1a to 7 post-op. The relevant sections of the device history records for vad-20246 were reviewed and showed no deviations from manufacturing or quality assurance specifications. A review of the device history record revealed that the device met specifications prior to leaving abbott manufacturing facilities. No further information is available. The manufacturer is closing the file on this event.